Event description:
Customer reported he experienced low blood glucose. Customer stated he was at his desk and had a low blood glucose event of 30 mg/dl. No emergency medical assistance was needed. He took liquid glucose tablets to treat. Customer stated that the sensor was not functioning properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-93239.